Event description:
Product was cutting customer throat when he had the pieces flying out of his tooth brush when he was brushing his mouth. Further details in phone call 8/9: purchased toothbrush from cvs, used it for a few days and then noticed the bristles started to fall out, he spit it out and didn't think anything of it. The next day it happened again, but more bristles came out. He was able to spit most of them out, but some felt like they got stuck in his throat. He wasn't able to go to the store that day so he used it again and the same thing happened. He went to cvs and was able to return it and get a new brush. The tb that was causing issues was thrown out. It is now a few days later after the last use of the toothbrush and he feels like he can still feel bristles in his throat and has been coughing up blood. If problems persist he will go to the dr and might reach back out to us to file a claim.